Event description:
Type of procedure 1: anterior exposure for lumbar spine fusion at three levels, dlif at l1-l2 and l2-l3, and axial lif at l5-s1. Type of procedure 2: foraminotomy and decompression revision on the spine. It was reported that in (B)(6) 2009, the patient sought treatment for lower back pain that radiated down his left leg into his foot. A revision surgery of a fusion, that had previously had been performed on the patient, was recommended. The patient was informed that a screw was loose in his back that needed to be replaced. On (B)(6) 2009, the patient underwent an anterior exposure for lumbar spine fusion at three levels, dlif at l1-l2 and l2-l3, and axiallif at l5-s1. Immediately post-op, the patient's pain level increased in his back. The patient continued following up with the same surgeon and complained of the increased pain. Second surgery was recommended. In (B)(6) 2011, the patient underwent foraminotomy and decompression revision on the spine. The patient was implanted with rhbmp-2/acs in both the surgeries. The pain continued to stay the same in intensity. He followed up every few months following the second surgery. The patient now lives with constant pain and discomfort in his back and leg.

Manufacturer narrative:
(B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.